Manufacturer narrative:
(B)(4). This complaint for a twist clamp that was hard to turn was confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause remains undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on 3 associated lots and no issues were found related to the reported condition.

Event description:
The nurse reported that the twist clamp was too tight to open or close during use. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.